Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, intermittent ventricular undersensing was observed on a stored egm. Programming changes were made.